Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead had become dislodged, resulting in oversensing and inappropriate detection of ventricular tachycardia and ventricular fibrillation. Consequently, the implantable cardioverter defibrillator (ICD) delivered inappropriate therapies, leading to pre-mature battery depletion to 50%. The rv lead and the ICD were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received in normal range of operation. Final analysis did not find any analysis.